Event description:
It was reported by the edwards field clinical specialist that following a transaortic tavr procedure the patient did not wake up. It was reported that during the index tavr procedure, the first 23mm valve embolized into the ventricle (reference manufacture report number 2015691-2013-21460). The patient was placed on bypass and the embolized valve was pulled back into the native aortic annulus using a larger z-med bav balloon. A second valve was then implanted to stabilize the first valve without further incidence. Echo assessment showed both valves secured in the native annulus with trace pvl. The patient was weaned off bypass and transferred to the unit in stable condition. Approximately five days post tavr a CT of the head revealed decreased attenuation and loss of gray-white interface involving the medial aspect of the right parietal lobe which was concerning for a recent area of infarction. Reportedly this had developed since the patient's prior examination three days prior. The patient never had any spontaneous neurological improvement. The patient was seen by palliative care, care was withdrawn and subsequently the patient expired.

Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the exact cause of the neurological event cannot be determined; it is possible that in addition to the procedural (including the procedural complication of valve embolization requiring valve manipulation), patient factors (female gender, advanced age, and severe aortic stenosis) could have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.